Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio then replaced the device display as a preventative measure and after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device display went blank intermittently. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not be possible. There were no reports of patient use associated with the reported event.